Event description:
It was reported that in (B) (6) 2009, the lead exhibited loss of capture and a low impedance of 170 ohms. Previously capture threshold had been stable and impedance was 585 ohms. The lead was scheduled for replacement, but at the pre-surgical device check capture and impedance values had returned to normal. The physician elected not to explant the lead, and to monitor the patient on a monthly basis.